Manufacturer narrative:
This report is submitted on october 04, 2022.

Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6), 2022. The abutment was exchanged during the same surgery.